Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level resulting in an emergency room visit; cause was not provided. A blood glucose level was not provided. No customer information was available for follow up.